Event description:
Husband tested positive for influenza b by the ihealth 3-in-1 rapid antigen test at least five times over 10 days. Discovered negative by cordx rapid antigen test. Went for a poc pcr(point-of-care polymerase chain reaction) test within two hours of discrepant results and confirmed negative for influenza a and b by pcr, although positive for rsv(respiratory syncytial virus). We wasted countless flu rats following up, e.g., I tested nearly daily for flu to avoid exposing lab members. More photos of multiple false positive tests over the past 10 days available if needed. Used at least two different boxes. More photos available. Negative (for flu b) pcr test result obtained within two hours of positive (for flu b) rapid test. More photos available. Negative (for flu b) pcr test result obtained within two hours of positive (for flu b) rapid test. Reference reports: mw5167624, mw5167625, mw5167627, mw5167628.